Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, no delivery and motor tests. No motor error alarm noted. The unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit was received with a broken reservoir tube lip, cracked battery tube threads, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer called to report that half of the reservoir tube lip was missing and the insulin pump had alarmed motor error. The customer's blood glucose reading was 15 mg/dl. There was no further details regarding the customer's blood glucose level. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.